Manufacturer narrative:
(B)(4). Batch # j5g68k the analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4): information is unavailable; device not returned.no device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.the device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an open sigmoid colectomy procedure, when doing the sigmoid to rectum anastomosis the gap settings were set between 1.25 and 1.5, the device was closed and the surgeon waited a few seconds then fired the device. The surgeon reports the device was fired plastic to plastic and a crunch was heard as expected. The surgeon waited about ten seconds then extracted the device. On removal, there were two fully circumferential donuts of full thickness tissue, but there were unformed staples suspended in tissue. No formed staples were present. The surgeon hand sewed the rectum/distal stump, removed the anvil, replaced the anvil and hand sewed the proximal bowel purse string. Another device of the same product code was placed and fired to complete the anastomosis. An air leak test was performed on the anastomosis where two areas of the rectal stump were found to have leaks. The surgeon hand sewed the sections of rectum to repair the leaks. There were no patient consequences reported and the patient is doing well.